Manufacturer narrative:
We are still in the process of investigating this event. Once the investigation is complete, a follow up report will be submitted. (B)(4).

Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure, the physician was trying to induce ventricular tachycardia. As the physician induced ventricular tachycardia, the cpu shut down on its own, rendering the touchscreen frozen. The user was unable to use the touch screen to stop pacing at the induction rate or attempt to pace the pt out of vt. Subsequently, the pt received an external shock to treat the vt.